Manufacturer narrative:
Product event summary: one controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the unit failed visual inspection because the connector was completely detached from the cord. The controller ac adapter was still able to provide power, however, the missing output cable prevented the ac adapter from connecting to a controller. The most likely root cause of the missing connector can be attributed to a mishandling of the device. The reported loose connection could not be confirmed since the device was returned with the output connector missing. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector of the controller ac adapter was broken. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.